Event description:
(B) (6). Same case as 2134265-2010-01123. It was reported that following a coronary artery stenting procedure the patient experienced restenosis. The lesion being treated in the index procedure was located in the mid right coronary artery (mid rca). The physician treated the lesion by successfully implanting two (3.00x20mm and 3.00x32mm) taxus express2 study stents in the target lesion. At 236 days after the index procedure, follow-up angiography was performed and restenosis of 90% was confirmed in the mid rca. The lesion was dilated with a balloon catheter. Post procedure stenosis was 25%. The patient was discharged 10 days later with improved symptoms.

Manufacturer narrative:
Device evaluated by manufacturer: a review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that at the index procedure the vessel diameter of the mid rca lesion was 3.00 mm, length of 52.0 mm, and visually 100% stenosed. The physician treated the lesion with pre-dilatation. There was no gap between the stents and post-dilatation was not performed. Residual stenosis became visually 0%. Timi flow improved from 0 to 3 through the procedure. The patient was discharged without complications 9 days later on bayaspirin, plavix, warfarin, and epadel s900. At the time of the event restenosis without ischemic symptoms was confirmed. Timi-3 flow kept throughout the procedure.